Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ added- h6 component code 925 added-d6a/d6b.

Event description:
The user facility reported a 63-year-old male in st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The complainant had a 5.5 support ongoing for care escalation from the impella cp. The team placed the 5.5 via the axillary. The team observed a hematoma at day five of the support. The hematoma was treated by an evacuation on day eight and again on day twelve. The pump remained on for 6 more days, was weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿